Manufacturer narrative:
The reported issue had been confirmed with the recorded pump modules having been returned to the service depot for repairing; service replaced affected bezels as part of the lvp bezel post recall activity with the replacing of the bezel also resolving the bezel lower hinge shroud cracking issue. Bd has released a new bezel one piece design with a new material (valox) under change order # 1098915 in december of 2016 to mitigate the cracking at the lower hinge shroud of the bezel; it also made it more robust to chemical stresses. The pump modules are typically used for patient treatment. This file may be closed with no further investigation deemed necessary by cad. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that during preventative maintenance, biomed discovered 24 pump modules had cracked bezels at the lower door hinges. The customer states there was no patient involvement.